Event description:
The pt ((B)(6)) received an scs system on (B)(6) 2010 including an ipg. Percutaneous lead, lead extension and lead anchor. It was reported that the pt was unable to initiate stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to address this matter, and it was discovered that the pt's issue stemmed from the lead extension. As such, the device was replaced. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.